Event description:
During a product demonstration in a non clinical setting, the ett connector was closed onto the catheter. The demostrator failed to completely withdraw the catheter and over rotated the err connector. This resulted in the tip of the catheter being sheared off. There were no reports of any adverse pt events associated with this malfunction.